Event description:
A hydrothermablator heater canister was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, approx three minutes into the ablation phase, a fluid loss alarm occurred (rate unk). The staff noticed that the hta beater cannister was leaking. The hydrothermablator heater cannister was exchanged and the procedure completed. There were no complications and the pt's condition was reported as stable.

Manufacturer narrative:
(B)(4). The lot number is unk; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).